Event description:
It was reported that this pacemaker device had a battery remaining of less than three months and declared end of life (eol) after a few months. The patient underwent a replacement procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.